Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2021.. Corrected data: d3, d4. Additional information: h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate product complaint # (B)(4). Date sent to the FDA: 4/19/2021. Corrected data: d3, d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. Additional information: d9, h6 component code: g07002 reported condition not confirmed. H3 evaluation: after taking out the sample from packing. It was observed that there were lot of dust/ black dirt particles present on the anti reflux valve area. As a part of investigation the system check of the complaint sample was performed but could not be done due to dirt particles. It could not be determined that the suction was not done and sample can not be evaluated for complaint. Retain sample of lot was checked for visual inspection as well as system check and there was no problem of suction observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the product has not been received. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a left mastectomy on (B)(6) 2021 and a reservoir was used. It was observed that the reservoir could not work properly and did not accumulate patients liquid. Replacement with a same reservoir. Procedure successfully completed. Surgery was not delayed. No reported patient consequences.